Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed, and a discoloration of the proximal conductor ring in the trifurcation was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was prophylactically replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.